Manufacturer narrative:
The insulin pump was received with missing segments/partial display and horizontal black lines due to cracked lcd glass. No blank display noted. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass. The insulin pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 5.5mmol/l at the time of the incident. It was reported that the customer fell off the bike and damaged the insulin pump. It was reported that the insulin pump had a white screen and was unresponsive even with battery change. It was reported that the customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.